Event description:
Patient presented to the clinic for follow up. Lead was found to have loss of capture and no sensing. As such, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was confirmed. X-ray analysis found the distal coil fractured near the ring electrode. S.e.m. Photogra phs revealed all the wires of the distal coil were fractured. The cause of the fracture could not be determined.